Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The reported event was unconfirmed, the device history record review was not required. The reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that they had an arctic sun device the nurses sent down with a note said, ¿tube leaking¿ and no error code. They went to event log and found in the history of alert 0014 (cool patient end) and 114 (treatment stopped) being most recent. ER additional information received via email on (B)(6) 2023, biomed spoke with technical support and it appeared there was no issue with the device and no repair was needed. There was no additional informational information was stated about the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed stated that they had an arctic sun device the nurses sent down with a note said, ¿tube leaking¿ and no error code. They went to event log and found in the history of alert 0014 (cool patient end) and 114 (treatment stopped) being most recent. Per additional information received via email on 09-jan-2023, biomed spoke with technical support and it appeared there was no issue with the device and no repair was needed. There was no additional informational information was stated about the tube.